Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use an bd ultrasafe plus¿ passive needle guard was found assembled in the wrong direction and was stuck on the syringe. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
One sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. The syringe and rns are not manufactured or assembled at the bd swindon site therefore they are outside the scope of this investigation. However, judging by the condition of the rns in relation to the spring, it is apparent the damage to the spring could have been caused during customer assembly. It has not been possible to confirm a true root cause for the non-conforming product. It is possible the spring was not correctly formed during manufacture at bd swindon or there was interaction between the rns and the spring during customer assembly or a combination of both. Bdm-ps manufactured and released according to applicable procedures and specifications. The batches involved in this complaint meet all acceptable quality level (aql¿s).